Manufacturer narrative:
Continuation of d10: product ID 8667-20, serial# (B)(6), product type pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump contained unknown baclofen. It was reported that, during an initial implant surgery on (B)(6) 2025, the pump was opened and filled with medication and the case subsequently had to be aborted because the doctor was unable to get the catheter into the intrathecal space. The cause of the difficulty placing the catheter in the intrathecal space was not determined. The pump was not implanted. Environmental, external, or patient factors that may have led or contributed to the issue were not applicable. Diagnostics/troubleshooting performed were not applicable. Interventions/actions taken to resolve the issue were not applicable. At the time of this report, the issue was not resolved.